Event description:
Event description guidant received information that this pacemaker had a magnet rate of 90 beats per minute, on transtelephonic monitoring. The device is programmed dddr 60, and has been implanted for 8 months.